Event description:
Patient was revised to address osteolysis, loosening of the femoral stem, and suspected metal wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
4/1/15 -pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated discomfort, metallosis, loose stem, osteolysis, no significantly elevated metal ion levels, fracture of the greater trochanter due to the osteolysis, and destruction of the abductors. This fracture was cabled.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Revision due to osteolysis, loosening, and suspected metal wear.

Manufacturer narrative:
Additional narrative: no device associated with this report was provided for examination. A review of the device history records for all three product/lot combinations was previously performed. No related deviations or anomalies was identified. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 12/19/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, and difficulty wakling. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.